Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer stated that his blood glucose meter kept reading high, even though he continued bolusing. The caller stated that he gave boluses totally over 36.0 units of insulin. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Reviewed the alarm history and found several low battery alarms. The customer stated that he has the habit of changing out his infusion set every monday and friday. No further information was provided.